Event description:
Patient presented back to the physician with the stimulation lead migrating toward the skin at the neck incision site, posing a potential risk of erosion. Physician brought the patient into the or, provided additional slack to the stimulation lead, repositioned the lead deeper, re-sutured, and closed.